Manufacturer narrative:
Correction: section h.4 additional information: section d.6b advanced bionics considers the investigation into this reportable event as closed. The recipient is reportedly lost to follow up. The recipient remains implanted. Additional details will not be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
A review of the recipient¿s test data indicated impedance issues. Revision surgery will be scheduled.